Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the display problem, the display was out of specification. It was also noted that the power cord bay door was broken and the stylus was missing. (B)(4).

Event description:
It was reported the programmer has a display problem. The image vanishes when rotating it at the articulations. It was also reported the programmer is failing. Followup indicates it was a degenerating process, it started sometimes and then at startup and all thetime. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer has a display problem. The image vanishes when rotating it at the articulations. It was also reported the programmer is failing. Followup indicates it was a degenerating process, it started sometimes and then at startup and all thetime. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.